Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise and a fracture and is scheduled to be replaced. In addition, the right atrial (ra) lead also exhibited a lead fracture and was previously reprogrammed off. The device was programmed to vvi 80 due to a pacing problem and remains in use. No patient complications have been reported as a result of this event.